Event description:
The customer reported that a doctor called the laboratory complaining of low ion selective electrode (ise) sodium results for a total of five patient samples. The customer provided data for four of these patient samples and for these samples, erroneous results were reported outside of the laboratory for the ise sodium and ise potassium tests. The first sample initially resulted as 128 mmol/l for ise sodium and 3.68 mmol/l for ise potassium. The initial values were reported outside of the laboratory and questioned by the doctor. The sample was repeated, resulting as 135 mmol/l for ise sodium and 4.18 mmol/l for ise potassium. The repeat results were believed to be correct and a corrected report was issued for ise sodium. The second sample, from a (B)(6) male, initially resulted as 132 mmol/l for ise sodium. The initial value was reported outside of the laboratory and questioned by the doctor. The sample was repeated, resulting as 138 mmol/l for ise sodium. The repeat result was believed to be correct and a corrected report was issued. The third sample, from a (B)(6) female, initially resulted as 128 mmol/l for ise sodium and 4.68 mmol/l for ise potassium. The initial values were reported outside of the laboratory and questioned by the doctor. The sample was repeated, resulting as 139 mmol/l for ise sodium and 5.38 mmol/l for ise potassium. The repeat results were believed to be correct and a corrected report was issued. The fourth sample, from a (B)(6) male, initially resulted as 133 mmol/l for ise sodium. The initial value was reported outside of the laboratory and questioned by the doctor. The sample was repeated, resulting as 142 mmol/l for ise sodium. The repeat result was believed to be correct and a corrected report was issued. The patients were not adversely affected. The ise sodium and ise potassium electrode lot numbers and expiration dates were asked for, but not provided. After the issue, the customer pulled 5 random patient samples and repeated them on their back up istat instrument; the samples correlated fine. The customer was advised by the field service representative to inspect the sipper nozzle tip for damage. The customer re-installed the sipper nozzle. The customer performed precision studies, ran calibrations, and ran controls; all results were within specifications. The field service representative later determined that there was a salt buildup within the electrode compartment. He also determined that there was teflon missing on the sipper probe. The sample probe was also found to be slightly bent and this has been replaced. No further issues were reported with ise results. A specific root cause could not be determined based on the provided information.